Event description:
Additional information was received on 7april2021 noting that the procedure being performed was therapeutic. There were no other devices involved, and the procedure was completed with the same set of equipment with no delays.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿ the root cause could not be determined. However, based on the results of the investigation, it is believed that the reported event occurred because of age deterioration and component failure due to long-term repeated use, or a lack of proper maintenance performed by the user. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Customer called into olympus technical assistance center (tac) personnel to discuss the issue. Customer explained the loss of image, then went on to note that the lamp hours were only half used and had many hours left. It was also clarified that when plugged in, the scope feels loose as if its not tight against the clv contacts, that any movement in the connector would result in the image disappearing and reappearing. No error messages were received from the device. However, in some cases the image would reappear and last long enough to completed some procedures. Customer requested help trouble-shooting the device. However, tac stated that trouble-shooting would likely not resolve the issue because it is a physical connection issue, that the device would need to be returned for investigation. Customer continued to provide details on how the lamp itself was an OEM part, and how he has maintained the part. Tac still recommended the device be returned for repair.

Event description:
It was reported, the evis exera iii xenon light source was experiencing difficulties at a user facility. According to the initial reporter, the scopes are loose inside the connector and any movement would lead to a flickering image and eventual image loss. There was no patient harm or consequence reported as a result of this event.